Manufacturer narrative:
Event estimated date. The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary vessel. The nc trek 3.5 balloon would not deflate. However, there was no clinically significant delay or adverse patient effects reported. No additional information can or will be provided.